Event description:
It was reported that a notification regarding emi vs noise was noted. Noise was easily reproduced with arm movement and all lead values were within normal range. The lead remains implanted and patient will continue to be monitored through home monitoring.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.